Event description:
The customer reported that after a ppp flow alarm all the plasma went back to the donor. The donor states that they had a numb face and tingling lips. The procedure was ended and the donor was given two tums. There were no further issues.